Manufacturer narrative:
No product has been returned for evaluation as no product malfunction was alleged. No x-rays or films were provided to confirm alleged event.

Event description:
In (B)(6) 2019 patient underwent a transforaminal lumbar interbody fusion procedure. On (B)(6) 2020 patient underwent a revision procedure due to non-fusion.